Event description:
It was reported that patient presented after experiencing syncope at home. Noise was observed and could be reproduced with arm movement. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.